Event description:
The pyxis anesthesia carts are in co's institution. There have been many instances where an anesthesia provider has not been able to access medications for an unspecified period of time. These machines are in rptr's opinion unreliable. If they were a medication infusion pump rptr believes they would be pulled from the market.